Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the power management board to fix the reported issue.

Event description:
The hospital reported that, during pre-use checkout, "internal failure system may shut down" error message is coming on display with alarm. There was no reported patient involvement.